Manufacturer narrative:
(B)(4). Batch # l92t0d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken during procedure. The broken piece was retrieved. There was no patient consequence reported.